Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).

Manufacturer narrative:
The instrument has been investigated. Ocd field service engineer (fse) cleaned and inspected all collets and tip clamps, no defect noted. The instrument was tested without further problem. Repairs have returned this instrument to expected operation.